Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required removal of the blood. The patient¿s medical history is unknown. According to the physician, during the procedure there was a pericardial effusion which probably occurred in the coronary sinus while it was being mapped. It was treated by removal of the blood. Per the physician, the event was not device related. There is no information about the hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. Attempts have been made to obtain clarification to this complaint. However, no further information has been made available.